Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4) the complaint sensor device was not returned to dexcom. The receiver device(B)(4), used with the complaint sensor device, was returned on 03/20/2015. The returned complaint receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the diagnostic chart found inaccuracies. The reported event of inaccurate blood glucose values was confirmed. However, a definitive root cause could not be determined.

Manufacturer narrative:
(B)(4). The complaint device was not returned. However, the receiver (B)(4) was provided for evaluation. A follow-up report will be submitted once the evaluation is complete.